Event description:
A report was received that stated there was incomplete deflation of the cuff on a broncho cath product. There was no patient involvement.

Manufacturer narrative:
Further investigation efforts for customer reports of the cuff not deflating were completed on 10/24/2014. Investigation results revealed the following: investigation of deflation issues associated with the bronchocath product has demonstrated that the polyurethane material of the tracheal cuff may collapse in a non-symmetrical manner during deflation. This may create a seal around the perimeter of the notches in the catheter, which may block the path for air extraction during cuff deflation. Additionally, the investigation has shown that the difficulty associated with cuff deflation is most likely to occur when the tube is bent near the interface between the notch opening and the cuff wall and when the notched openings are oriented to the outside of the curvature. Information has been added to the database and trends will continue to be monitored. (B)(4).